Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Concomitant medical product:central venous line (cvl); mz1000-07(4).

Event description:
The customer reported that the patient had calcium, precedex, epinephrine, milrinone and mivf infusing via the central venous line's (cvl) distal port. The rn was called to the patient's room for reported medications leaking all over the bed with a large bloody area on the blankets. The customer alleges that the maxzero valve is not working correctly and is causing the multiple line occlusions and leaks that they are experiencing. There was no report of patient harm.